Event description:
The customer states during use the rt12 rotor broke apart in their statspin ssvt-1 centrifuge. The customer states the shield was in place at the time of failure. The customer confirms no escape of parts from centrifuge at the time of failure. The customer confirms no harm, no exposure, and no medical attention needed at the time of the failure. The customer states end user was wearing gloves. There was no report of injury or affect to patient treatment.

Manufacturer narrative:
The manufacturer sent the customer a replacement rotor. The affected rotor was not returned to the manufacturer. The failure mode is rotor failure. No further investigation may be carried out. (B)(4). Not returned to manufacturer.